Manufacturer narrative:
Design anomaly in tomotherapy hi-art sw 4.0. X and hd 1.0.x.

Event description:
Tomotherapy was internally identified an issue that may occur during dicom export of plan level images with a non square exported field of view (fov). The process of squaring the plan level image, may cause the image to shift with respect to regions of interest (rois) and dose. When the anomaly occurs, the magnitude of the image shift will be either a full lateral, a full vertical voxel or both. The anomaly does not occur with every dicom export and is dependent on specific image dimensions and voxel sizes.